Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of greater than 3000 ohms. After the lss, impedances decreased to the 350 ohms range. Additionally, ra noise, oversensing, inappropriate atrial tachy response (atr) episodes, high thresholds causing right atrial automatic threshold testing to not be successful, and increased outputs were noted. The physician suspected a lead issue at that time. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed increased power consumption due to the ra lead issues and increased outputs. Additional information was received which reported that the patient later presented to their clinic due to a syncopal episode. It was noted that the device had previously been reprogrammed due to the ra lead issues, but also there was noise noted on the rv lead and there had been rv lead reprogramming as well. Troubleshooting was performed while the patient was in the hospital, and it was suspected that there was a device issue. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of greater than 3000 ohms. After the lss, impedances decreased to the 350 ohms range. Additionally, ra noise, oversensing, inappropriate atrial tachy response (atr) episodes, high thresholds causing right atrial automatic threshold testing to not be successful, and increased outputs were noted. The physician suspected a lead issue at that time. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed increased power consumption due to the ra lead issues and increased outputs. Additional information was received which reported that the patient later presented to their clinic due to a syncopal episode. It was noted that the device had previously been reprogrammed due to the ra lead issues, but also there was noise noted on the rv lead and there had been rv lead reprogramming as well. Troubleshooting was performed while the patient was in the hospital, and it was suspected that there was a device issue. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of greater than 3000 ohms. After the lss, impedances decreased to the 350 ohms range. Additionally, ra noise, oversensing, inappropriate atrial tachy response (atr) episodes, high thresholds causing right atrial automatic threshold testing to not be successful, and increased outputs were noted. The physician suspected a lead issue at that time. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed increased power consumption due to the ra lead issues and increased outputs. Additional information was received which reported that the patient later presented to their clinic due to a syncopal episode. It was noted that the device had previously been reprogrammed due to the ra lead issues, but also there was noise noted on the rv lead and there had been rv lead reprogramming as well. Troubleshooting was performed while the patient was in the hospital, and it was suspected that there was a device issue. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. Additional information was received; this pacemaker was explanted due to normal battery depletion. No adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.